Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe did not cut. Aspiration was normal. The probe was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch, for the report of could not cut during surgery. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The probe was then functionally tested for actuation and cut. The sample was found to be conforming for cut and non-conforming for actuation. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks and wear marks were observed at a couple locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder / retainer was then disassembled and components inspected. The o-ring was observed to have a peeling appearance. Unrelated to the reported event, the needle holder was observed to be broken. No damage was observed to the o-ring and the o-ring appeared to be wet in appearance. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had a cut failure. The evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The exact cause of the actuation failure cannot be determined from the evaluation performed. A potential contributing factor of the actuation failure is the peeling appearance of the o-ring in the needle holder. The evaluation did not confirm the reported cut failure and an exact root cause of the actuation failure could not be determined from the evaluation performed, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).